Manufacturer narrative:
Date of event: unknown. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown, no issue observed. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. DHR could not be completed as no lot number was provided by the customer. Investigation conclusion: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Root cause description: based on the investigation conclusion, the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.

Event description:
It was reported that a bd ultrasafe¿ plus x100l had a loose plunger rod.